Manufacturer narrative:
Engineering log review found no evidence of device malfunction. Device logs showed multiple meal announcements on the night of (B)(6) 2025 during sustained hyperglycemia, increasing the risk of insulin stacking and subsequent hypoglycemia. On (B)(6) 2025 the device recorded hypoglycemia with a nadir of 67 mg/dl by cgm. At the time of the event, a fingerstick reading taken by ems was 30 mg/dl while the cgm displayed 70 mg/dl, consistent with cgm inaccuracy contributing to the severity of the event. Based on available data, the event was attributed to user handling (meal announcement practices) and cgm inaccuracy.

Event description:
On 29-aug-2025 the healthcare provider reported that on (B)(6) 2025 the end-user experienced hypoglycemia with blood glucose (bg) levels of 30 mg/dl, which resulted in a car accident. The end-user was treated by ems and did not report long-term effects.